Event description:
During arthroscopic shoulder procedure, surgical team noted the tip of the smartstitch perfect passer connector was broken off. Attempt made by surgical staff to search for missing piece on surgical field, back table, drapes and floor with no success. Under intra-op fluoroscopy, the broken tip was found in the shoulder. It was determined by the surgeon, to retrieve the broken piece was a greater risk than to leave it in.